Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 11 unopened pouches. Analysis and results: there are no previous complaints of this code batch. (B)(4) units of this code batch were manufactured and distributed in the market. There are no units in stock. Tightness test to the closed samples received has been performed and the units are tight. Tested the knot security control of the samples received and the results are into the current range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled the OEM requirements. Final conclusion: although the results of the samples received fulfill the OEM specifications, note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: on-going h3 other text : device not returned

Event description:
Country of complaint: (B)(6). This product was used in (B)(6) hospital delivery room (obgy) and the knot security was not good enough. The tie was too loose.